Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
During a sales rep training session it was observed that a demo ocean drain unit exhibited bubbling in the -10cm h2o area rather than from the bottom of the water seal (-20cm h2o).

Manufacturer narrative:
Engineering analysis: unit was setup per instruction for use (IFU) and suction applied gradually until gentle bubbling was achieved. No bubbles were observed at the 10cm h2o level on the unit. Device history record review was performed and no discrepancies were found. Engineering summary/conclusion: no root cause could be determined, as the failure mode could not be duplicated.